Manufacturer narrative:
(B)(4). Batch # l55j51. (B)(4). The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the 4 most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, the surgeon attempted to fire a tlc75 but some of the staples came out. She replaced with another reload and this time it fired but did not produce a complete staple line. The staple line was sufficient for hemostasis. Case completed using a tl60 and by over-sewing the staple line. There were no patient consequences reported.